Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device had no image in reprocessing. The customer did not report any patient injury or harm. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, the device evaluation, and to update sections d8 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.